Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced high blood glucose of 428 mg/dl. Customer was treated with manual injection. Customer had positive results in ketones test and difficulty breathing. Customer was advised to go emergency room but customer refused to go. Insulin pump will not be returned for analysis.